Event description:
It was reported through a legal event that plaintiff had a 52 year old male patient hernia repair surgery on or about (B)(6) 2016. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a lifecell - strattice reconstructive tissue matrix (trm), lot # sp100340-ref # 1620002. After surgery, the patient returned to the hospital on or about (B)(6), 2017, for a revision surgery and additional mesh was implanted. No other information was reported. There is no occurrence reported after implantation of second device and no indication the mesh was strattice therefore an additional record will not be opened at this time.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100340 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. (B)(4). Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.